Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The manufacturer previously reported on this device, sn (B)(6) in MDR 2518422-2022-21807. This report was submitted as a duplicate report of the previously submitted report. Please disregard MDR 2518422-2022-01203.